Event description:
Pt called stating that she had some swelling after her synvisc injection that she received from her doctor on (B)(6) 2017. She also informed me that this is the first time that she experienced this sort of swelling. I explained to her that swelling is a very common reaction and that it should subside after a few days and to inform her doctor if the swelling doesn't go away. "Is the product over-the-counter: no, is the product compounded: no."